Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, some of them closed as confirmed after analysis. (B)(4). We have received 3 open and unused samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the three defective samples received and there are previous confirmed complaints for this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements: 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused samples received show that the needle is escaped from the thread. Final conclusion: taking into account the defective samples received and that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.